Manufacturer narrative:
Product complaint # (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during cleaning of the sets. Three (3) instruments from the hospital were observed to have broken. The devices involved were the plate holding forceps which locking mechanism broke and cannot lock, the screwdriver handle with hex coupling that broke in half and the combination bending/cutting pliers which tips are broken off. There were no patient and surgical involvement. This complaint involves three (3) devices. This report is for one (1) plate holding forceps, locking f/1.5mm & 2.0mm plates. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot : part number: 399.001, lot number: a7ja49, manufacturing site: tuttlingen, release to warehouse date: week 49, 2000. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 19 years old). H3, h6: investigation summary background: it was reported on march 26, 2020, during cleaning of the sets. Three (3) instruments from the hospital were observed to have broken. The devices involved were the plate holding forceps which locking mechanism broke and cannot lock, screwdriver handle with hex coupling that broke in half and the combination bending/cutting pliers which tips are broken off. There were no patient and surgical involvement. This complaint involves three (3) devices. Investigation flow: damage. Visual inspection: the plate holding forceps, locking f/1.5mm & 2.0mm plates (p/n: 399.001, lot number: a7ja49) was received at us cq. Upon visual inspection, the tip/jaws are deformed and the spring mechanism is broken. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the spring mechanism is broken and the jaws are deformed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.